Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse stated that the 6c control results were within specification but were consistently below the mean on all levels. The fse evaluated the instrument and confirmed that the hgb chamber was cloudy. The fse replaced the hgb chamber and adjusted the calibration factor to resolve the issue. (B)(4).

Event description:
The customer reported obtaining low hemoglobin (hgb) results on 6c controls from the unicel dxh 800 coulter cellular analysis system. The customer also stated that the hemoglobin (hgb) parameter failed their interlaboratory quality assurance program (iqap). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.